Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion was not reproduced during evaluation due to a constant reload set message. A review of the event history log identified downstream occlusion. The cause was determined to be the force sensor out of specification. The force sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion during preventive maintenance testing. There was no patient involvement. No additional information is available.